Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the arm and the installed cadiere forceps instrument ¿kept moving independent¿ of the surgeon's intended movement. Re-engagement of the instrument did not resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the cadiere forceps instrument associated with this complaint and completed the device investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the cracked clamping pulley in the backend. Common causes of the failure mode for loose instrument pitch cables are attributed to component failure. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion. Additionally, the fa also made additional observations that were not reported by the customer. The instrument was found to have a frayed pitch cable at the distal end. Common causes of the failure mode for frayed distal instrument pitch cables are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have input disks cracked. Hairline cracks were found on both grip input disks. Common causes of the failure mode for cracked instrument input disks are typically attributed to mishandling/misuse. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The instrument was found to have cracked clamping pulleys at the proximal end. Improper cleaning during reprocessing is the most commonly cause of this failure. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibited orange discoloration. The instrument was found to have dried residue on the clamping pulleys. Common causes of the overall failure modes as referenced in the failure analysis are typically attributed to mishandling/misuse. A review of the site¿s system logs confirmed that a sleeve gastrectomy procedure was performed by the listed console surgeon on (B)(6) 2022 on system serial #(B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved freely with uncontrolled motions. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the customer alleged failure mode could not be determined. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.